Event description:
Customer states he took blood glucose readings back to back, two to three minutes apart on the same meter. Blood glucose results were 243mg/dl, 212 mg/dl, 180 mg/dl, and 90mg/dl. Customer states that he took no action/inactions based on readings. No controls were ran. A request was made for return of suspect device and replacement was sent.